Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test. The infusion set tape also got damaged. The patient's blood glucose at the time of incident was 400 mg/dl. Troubleshooting was declined for the failed battery test and high blood glucose. The customer changed the battery twice and infusion set and resumed insulin pump therapy. No products were returned and a replacement battery cap was shipped to the customer.